Event description:
It was reported that syringe integra 3ml w/ndl 22x1-1/2 rb had a needle retraction failure. The following information was provided by the initial reporter: material no:305272, batch no: 9142823. It was reported that the needle has never retracted after the injection.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-12-11. H6: investigation summary two loose 3ml integra syringes and one opened blister pack from batch 9142823 (p/n 305272) were received and evaluated. It could not be determined if either syringe was manipulated. It was observed both syringes had the plunger rod in the bottom out position with the retraction mechanism not activated. The thumb rest was depressed on both syringes and the retraction mechanism functioned as expected with the cannula being concealed inside. No defects were observed. The reported defect was not identified in the samples received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe integra 3ml w/ndl 22x1-1/2 rb had a needle retraction failure. The following information was provided by the initial reporter: material no:305272 batch no: 9142823. It was reported that the needle has never retracted after the injection.